Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. A 3cg stylet was returned for investigation. The stylet wire was coiled and taped to a sheet of paper. The polyimide tubing was fractured 5.3cm from the distal tip of the stylet. The proximal segment of the polyimide tubing was curled. A microscopic examination revealed 15 magnets in the distal segment of the polyimide tubing. One magnet was observed in the proximal segment of the polyimide tubing. The fractured ends of the polyimide tubing were noted to be uneven. A break was observed in the solid core wire within the polyimide tubing. It appeared that the core wire tore through the polyimide tubing, which most likely occurred after the polyimide tubing broke. It appeared that the curl in the stylet wire initiated the fracture in the magnetic end of the stylet. The note received with the stylet stated, ¿tip broke off when curling wire after insertion.¿ the powerpicc solo IFU states, ¿avoid sharp or acute angles during implantation.¿ the IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of rebt2369 showed one other similar product complaint(s) from this lot number.

Event description:
Facility reported to sales rep that 3cg stylet bent and broke off after procedure. Occurred during placement. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebt2369 showed one other similar product complaint(s) from this lot number.

Event description:
Facility reported to sales rep that 3cg stylet bent and broke off after procedure. Occurred during placement. No patient harm reported.